Manufacturer narrative:
Additional information: d10, h3 plant investigation: although the complaint sample was initially reported to be available, it was not returned to the manufacturer. A review of the production record revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The reported issue cannot be confirmed without physical examination of the actual device. Furthermore, a definitive conclusion regarding the complaint incident cannot be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred at the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that occurred near the hansen connector. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood since the leak could be visually observed by the staff. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.